Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hole in the packaging of the clip delivery system (cds). It was reported that prior to use, a hole was noted in the outer package, the package of the cds, and the plastic package. The device was not used in the anatomy and is being returned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. Returned device analysis indicated that the white packaging box was damaged; however, the device remained sterile as the sterile package pouch remained sealed and intact. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed the damaged outer box was likely a result of external forces exerted during device transit, and is not a device issue. Additionally, the reported unsealed device was not confirmed, as the cds sterile seal pouch was sealed and intact. It was determined to have been reported due to its potential impact on sterility because the outer box was observed to be damaged. Furthermore, the impact on device due to device packaging damage was assessed, and it was determined that it would have no patient impact as the instructions for use dictates to not use the device if the packaging is received opened or damaged. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.